Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 17 shocks following persistent t-wave oversensing. However, the rhythm does have a change in axis and drop in amplitude. The local area field representative questioned whether it is aberrant conduction of atrial fibrillation (af) or ventricular tachycardia (vt). Technical services (ts) reviewed available device data and confirmed the rhythm appears to be af with some subtle variations in rr interval, likely aberrancy. A ts consultant noted an ep study may be the most appropriate next step to accurately characterize the arrhythmia and determine the most suitable clinical path. Besides the inappropriate shocks, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 17 shocks following persistent t-wave oversensing. However, the rhythm does have a change in axis and drop in amplitude. The local area field representative questioned whether it is aberrant conduction of atrial fibrillation (af) or ventricular tachycardia (vt). Technical services (ts) reviewed available device data and confirmed the rhythm appears to be af with some subtle variations in rr interval, likely aberrancy. A ts consultant noted an ep study may be the most appropriate next step to accurately characterize the arrhythmia and determine the most suitable clinical path. Besides the inappropriate shocks, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.